Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results with their onetouch verio iq meter. The patient did not provide specific subject meter readings, but stated that the subject meter was reading "30 points" higher than a doctor's meter. This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.